Event description:
A biomed at one of carefusion's user facilities called carefusion technical support regarding some questions that he had while performing operational verification procedures (ovp). He indicated that during pre-use, the unit is displaying "ext high peak" in adult mode volume of 500ml, with a peep of 35 cmh20. The audible alarm present. No patient involvement.

Manufacturer narrative:
According to the information provided, carefusion technical support recommended that the biomed calibrate the inspiratory/expiratory pressure transducers and flow sensor, then check for the issue again. They advised that he call back in case he requires further support. As of march 09, 2015, the biomed has not called back with request for assistance with this particular issue.